Manufacturer narrative:
H.6. Investigation: a 20019e7d product was not available for investigation. However the customer confirmed that the complaint sample was from lot 20115010. From the information provided by the customer it appears that an occlusion occurred on attempts to prime the extension set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20115010 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. CAPA# (B)(4) was initiated. H3 other text : see h.10.

Event description:
It was reported that 5 y ext w/vlv ports & 2 sld clp were clogged. The following information was provided by the initial reporter: in lot 20115010 it has been seen that one of the lights does not "purge". The client informs me that it has happened to them on isolated occasions. In total in 5 units all from the same lot. They have not saved samples so there is nothing to check out. They do not want the affected batch to be removed, as they indicate that it is only on specific occasions and that it does not affect the safety of the patient since the extension set is purged before connecting the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 y ext w/vlv ports & 2 sld clp were clogged. The following information was provided by the initial reporter: in lot 20115010 it has been seen that one of the lights does not "purge". The client informs me that it has happened to them on isolated occasions. In total in 5 units all from the same lot. They have not saved samples so there is nothing to check out. They do not want the affected batch to be removed, as they indicate that it is only on specific occasions and that it does not affect the safety of the patient since the extension set is purged before connecting the patient.